Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having a lot of issues with her blood glucose. The caller stated having really high or low readings. She stated that there is more insulin left in the reservoir then what is delivering from calculations. The blood glucose at time of call was 226mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Instructed the customer to run a manual prime and the insulin did exit. The time, date, and bolus wizard settings were correct; however, the basal rates were incorrect. Assisted the caller with correcting them. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.